Manufacturer narrative:
(B)(4). (B)(4). Investigation results visual evaluation of the returned device revealed the stylet was kinked/bent, the working length (needle and sheath) was slightly bent at the distal end of the device and also the distal tip of the needle was damaged. The condition of the needle would cause resistance extending and retracting the needle since the needle tip damage was scraping the inner wall of the sheath during the handle actuation. Therefore, the issue of needle difficult to advance is confirmed. The investigation concluded that the kinks were caused by anatomical/procedural factors encountered during the procedure thus the performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle broke inside the handle causing the failure of needle advancement. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications and injury reported as a result of this event. The investigation found the distal tip of the expect pulmonary endobronchial ultrasound transbronchial aspiration needle was bent, this is now deemed an MDR reportable event.